Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a fingerstick blood glucose of 477 mg/dl with nausea and feeling unwell shortly after a site change and meal announcement, expressed concern that the ilet was not delivering insulin, and disconnected to resume backup therapy; troubleshooting and education were provided, and device status showed no major alerts, while the device issue could not be characterized due to insufficient information. Symptoms included hyperglycemia and nausea. Outcomes included a minor illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.